Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a polypectomy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. It was reported that some traction was necessary to be able to remove the device from the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. (B)(4).

Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and the capsule bottom part was damaged. Functional examination was performed, and it was found that the handle does not have communication with the clip assembly with the evidence of both activations was performed. No other issues with the device were noted. The reported event of clip would not release from catheter was confirmed. Based on the evidence found that match with a clip unable to release the from the catheter due to the clip assembly was highly stuck with the bushing. It was noted that one of the possibilities that could have happened is that a soft deployment was caused by accident by activating the device and trying to reopen the clip. When the customer pulls back the handle for closing the arms again, this action induced that the capsule got localized incorrectly on the bushing, therefore, causing that the capsule and the bushing got stuck. While the physician kept pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. Additionally, the clip assembly was deformed and damaged due to the entrapment of itself with the bushing. It is also important to highlight that during product analysis the bushing and capsule were separated requiring a lot of force, hence, this action could further aggravate the analyzed failures. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the customer forcibly pulled a deployed clip from the tissue during the procedure, which is not describe in the instructions for use. The IFU cited: "do not forcibly pull back on a clip that is deployed and has not detached from the coil. This will tear the tissue and likely result in severe bleeding. A wire-cutter should be available on the endoscopy cart and be used to cut the coil where it exits the endoscope. The endoscope can then be removed leaving the clip and coil intact. The patient will require urgent surgery to remove the imbedded clip from the tissue."

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a polypectomy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. It was reported that some traction was necessary to be able to remove the device from the patient. There were no patient complications reported as a result of this event.